Event description:
It was reported that there was a recurring problem of leaks on the new intubation tubes. The nurse declared that during an operation they noticed a large leak despite the balloon being inflated and tested several times. The volumes delivered by the ventilator were getting smaller and smaller because of this. To solve the problem, the balloon was over-inflated to 120 mmhg instead of the usual 30/40 mmhg, but no leak was found afterwards. There was patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.